Event description:
It was reported that a customer experienced an altitude alarm 21 on their pump. There was no adverse impact to the customer's blood glucose level. The customer's pump was out of warranty and required replacement, so they were guided to use multiple daily injections (mdi) as backup therapy while awaiting a new tandem pump. Tandem technical support confirmed the shipping address and reviewed the loaner pump agreement with the customer. They also informed the customer about the need to program the settings into the new pump and connect the cgm. The case was left open for follow-up as the customer needed to send insurance card pictures and complete the necessary forms.